Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: as reported, the 12mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon busted at normal burst pressure of 6atm. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU) and was stored in the cath lab. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks damages noted prior to inserting the device into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The intended procedure was a central line angioplasty. The lesion was noted to have moderate calcification. The vessel had moderate tortuosity. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/ friction will insert any device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the unknown guide catheter. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The device was never in acute band and was not kinked during use. The contrast/saline ratio was 50/50. The device was removed intact from the patient. A non-sterile unit of ¿powerflexpro 12mm4cm 135¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. A thorough inspection was performed, the unit does not present any damages or anomalies, and the balloon arrived deflated. Functional test was performed. One inflator/deflator device was attached to the inflation port. Balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure (rbp). However, inflation pressure is not maintained due to a leak in the balloon caused by a rupture on the surface. The balloon was inspected with a vision system observing a rupture on the surface where the water is leaking. The balloon surface presented evidence of a rupture condition and secondary scratch marks located near the damaged border area. It seems that the material near the damaged area was affected with a sharp object from the outside of the device. The failure reported by the customer as ¿balloon~burst-at/below rbp¿ was confirmed since a ruptured condition was observed on the balloon surface. This caused leaking that impeded maintenance of inflation pressure. The exact cause of this condition observed on the balloon could not be conclusive determined during the analysis. Procedural factors and handling process may have contributed to the failure as reported. It seems the material near the damages was ruptured with a sharp object from the outside of the device resulting in the torn of the balloon the reported moderate calcification, moderate tortuosity, and severe stenosis at 80% may have contributed to the reported event; it is likely to have caused damage to the balloon material that led to its rupture. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the surface could have led to the damaged condition found on the received device. The product analysis does not suggest that the observed damage could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Event description:
As reported, the 12mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon busted at normal burst pressure of 6atm. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU) and was stored in the cath lab. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks damages noted prior to inserting the device into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The intended procedure was a central line angioplasty. The lesion was noted to have moderate calcification. The vessel had moderate tortuosity. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/ friction will insert any device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the unknown guide catheter. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The device was never in acute band and was not kinked during use. The contrast/saline ratio was 50/50. The device was removed intact from the patient. The device will be returned for evaluation.

Manufacturer narrative:
E1: phone (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 12mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon busted at normal burst pressure of 6atm. The procedure was completed with a non-cordis balloon. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU) and was stored in the cath lab. There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks damages noted prior to inserting the device into the patient. The device was prepped normally per the IFU and was able to maintain negative pressure. The intended procedure was a central line angioplasty. The lesion was noted to have moderate calcification. The vessel had moderate tortuosity. The lesion had an 80% stenosis. The device was not being used to treat a chronic total occlusion (cto). There was no resistance/ friction will insert any device through the rotating hemostatic valve. There was no resistance/ friction while inserting the balloon through the unknown guide catheter. There was no difficulty advancing the balloon through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The device was never in acute band and was not kinked during use. The contrast/saline ratio was 50/50. The device was removed intact from the patient. The device will be returned for evaluation.